Event description:
It was reported that the lemaitre valvulotome blades could no longer be closed. No injury was reported. The user mentioned that they had a similar incident occur in january as well. Please note that report 1220948-2023-00070 was also submitted for the report of a similar incident.

Manufacturer narrative:
The device was not received for evaluation. Therefore, the reported issue could not be confirmed and the root cause could not be determined. Due to similar reports, a corrective and preventive action (CAPA) was previously opened to further investigate this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that report 1220948-2023-00070 was also submitted for the related incident.